Event description:
Procedure performed: cholecystectomy. From customer email: translation received from applied medical representative: during a laparoscopic cholecystectomy procedure, it was found that the disposable scissors for laparoscopy device did not work properly, which led to the cancellation of the surgical procedure. Three electro-surgical towers, 4 cables and 2 pedals were tried - without any working - for 60 minutes. The technical assistance team for the electro-medicine equipment carried out tests and trials on the referred equipment and did not detect any anomaly in these equipments. In technical analysis it was possible to identify the source of the problem - unreported malfunction of the laparoscopic scissors. The supplier is informed that the medical device is available for collection and possible analysis, and that the technical sheet is requested for compatibility assessment. Additional information received from applied medical representative via email on (B)(6) 2021: the correct lot number is 1394210. The standard reusable cords were used. These are usually used with the scissors. The cords were able to be attached to the device. Intervention: procedure cancelled, analysis of all electro-medical equipment. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the customer¿s experience could not be confirmed as the event unit passed all tests related to the cautery function of the device. Applied medical is unable to determine the root cause of the reported event based on the evaluation of the returned unit and description of the event.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. From customer email: translation received from applied medical representative: during a laparoscopic cholecystectomy procedure, it was found that the disposable scissors for laparoscopy device did not work properly, which led to the cancellation of the surgical procedure. Three electro-surgical towers, 4 cables and 2 pedals were tried - without any working - for 60 minutes the technical assistance team for the electro-medicine equipment carried out tests and trials on the referred equipment and did not detect any anomaly in these equipments. In technical analysis it was possible to identify the source of the problem - unreported malfunction of the laparoscopic scissors the supplier is informed that the medical device is available for collection and possible analysis, and that the technical sheet is requested for compatibility assessment. Intervention: procedure cancelled, analysis of all electro-medical equipment. Patient status: no patient injury reported.